Event description:
It was reported that the insert could not be clipped as intended, and had to be replaced by another which succeeded.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.